Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "angulation lock cannot be disengaged" malfunctions could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the colonovideoscope angulation became locked and would not disengage. The reported issue occurred during reprocessing for a unspecified procedure. There were no reports of patient harm.